Event description:
It was reported that the patient received a durom acetabular cup. Post-op, the patient experienced pain and after taking x-rays, the surgeon recommended revision. The patient was revised in 2009. Thereafter, patient's hip became infected, and she was revised for a second time at about 15 days later.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.